Event description:
The customer reported via phone call that they were admitted to hospital due to high blood glucose on (B)(6) 2022. The blood glucose level during hospitalization was unknown. The customer reported that the blood glucose was above 560 md/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was not done for high blood glucose. It was unknown whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.